Manufacturer narrative:
(B)(4).

Event description:
The customer reported no ac indicator lights are working. The device will not power up on battery power, only ac power. There was no report of pt involvement.